Event description:
It was reported via repair work order that the power cord sparks when being plugged into some receptacles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.